Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported the main arm cannot communicate with the motor arm and the pump reset. The customer also reported not being able to go back into auto mode. No further details given. The insulin pump will not be returned for analysis.